Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver has been rebooting almost weekly and patient's doctor cannot retrieve about the last 3 or 4 weeks of data. No additional patient or event information is available. The receiver was returned for evaluation. A visual inspection was performed and no defects were found. Receiver was able to boot and accept a recharge. The shared data log was downloaded and reviewed. The complaint of rebooting almost weekly and patient's doctor cannot retrieve data was not confirmed by the data. A root cause could not be determined.